Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for the call was the patient reported they had an MRI and placed their implant into MRI mode, then deactivated MRI mode after the MRI and reported therapy did not go back to the settings patient was at prior to activating MRI mode. The patient confirmed they activated and deactivated MRI mode and when they deactivated MRI mode therapy came back on at 0.0 and did not go back to their prior settings. The patient stated they had increased stimulation up to a low setting and inquired what therapy setting they were at before. The patient stated today they increased stimulation to where they felt it and when they felt it, they "turned it down one". Reviewed therapy overview and redirected to patient's healthcare provider to discuss therapy settings. The patient will monitor at current therapy setting that they adjusted to. The patient stated they have been trying to get in contact with their "care person" that works for the manufacturer and stated they called the rep two weeks ago and the rep ha s not called patient back. The patient stated they called again today and stated the rep's voicemail box was full so patient stated they couldn't get in contact with the rep. The agent attempted to call the patient back to clarify if rep was notified of the issue two weeks ago but was unable to reach the patient to clarify. Left voicemail for the patient to call back to confirm. The patient stated their doctor had retired and they closed the office. Emailed patient healthcare provider listing per patient's request. The patient will follow up with a new healthcare provider and will work with their healthcare provider to contact a representative if needed.